Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a pneumothorax one-day post-implant requiring insertion of a catheter chest tube. Boston scientific received information that during the implant procedure, the physician had some difficulty advancing the lead past the tricuspid value; however, once across the valve, the lead was positioned without difficulty. Subsequently, boston scientific received information that this issue resolved 12-days later.